Manufacturer narrative:
Other relevant device(s) are: product ID evolutr-34-us serial (B)(4) use by date 2019-04-21 UDI (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve migrated into the ventricle upon release. The valve was snared and pulled into the ascending aorta. A second valve was implanted which migrated into the ventricle spontaneously after 7 minutes. The hemodynamics became unstable, there were multiple arrhythmias and cardiopulmonary resuscitation (CPR) was initiated, however, the patient could not recover and died. The physician reported the cause of death was likely due to repeated strain on the patient's system from placing and replacing valves causing multiple periods of wide open aortic insufficiency.